Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she would have excellent coupling and then all of a sudden it would say ¿recharging needs attention.¿ the patient would check the device and it would be fine. The patient reported that they were charging every day for about 2 hours and they wanted to charge less. The patient also reported that the recharger was clicking on the day of the report. The patient checked the device and there was a poor recharge quality screen. The patient checked the recharge speed and it was at 4. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the implant takes a long time to charge and she has to charge all the time. The patient said one time she recharged for 2 hours and she told the rep it was taking a long time to charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins needed to be recharged everyday and always had. The patient said they med with a manufacturer representative who changed the settings but the ins still required daily charging. No further complications were reported.